Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d4, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported may have been due to disassembly of the humeral liner from the humeral head, and/or loosening of the glenoid baseplate. However, the reported disassembly and glenoid loosening could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported event cannot be determined, as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant device(s): 300-30-12 - equinoxe preserve stem 12mm: (B)(6); 315-35-00 - glnd kwire: (B)(6); 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6); 320-15-05 - eq rev locking screw: (B)(6); 320-20-00 - eq reverse torque defining screw kit: (B)(6); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6); 531-20-00 - shldr gps rvrs drill kit: (B)(6); a10012 - gps implant kit v2: (B)(6).

Event description:
Approximately 6 year(s), 3 month(s) and 27 day(s) post-operative of a right tsa, the patient presented with disassociation of polyethylene. Subject presented with extruded poly from tray after using heavy hedger; during surgery it was noted that baseplate was also loose. The patient underwent standard reverse with preserve stem revision surgery and the outcome is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. No further issues or complications were reported. No additional information is available.